Event description:
It was reported that the device was displaying the svc light and it would not deliver a shock. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The biphasic pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and verified the reported failure; however, the specific component cause was not determined.